Event description:
It was reported that during preparation for a coronary drug elutng stenting treatment procedure, stent damage occurred. The physician found the stent to be damaged prior to entering the patient. Attempts made to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.